Manufacturer narrative:
B3: date of event was selected as the date of the presentation.

Event description:
It was reported in a presentation that urinary retention occurred. This investigator-initiated trial enrolled patients with localized prostate cancer harboring a single MRI-visible lesion. Ultrasound-guided cryoablation was performed using visual-ice and unspecified needles. The primary endpoint was composite success: (1) 50% or higher prostate-specific antigen (psa) reduction at 3-6 months; (2) prostate imaging reporting and data system (pi-rads) of 3 or less at 6 months; and (3) no residual cancer on biopsy at 6 months. Secondary endpoints were patient-reported outcomes and safety through 12 months. The observed success rate was 56%, increasing to 76% after adjustment for benign psa elevation, with a 0.99 posterior probability of exceeding the threshold. Safety was good, with no grade 4-5 adverse events and one grade 3 urinary retention. Importantly, no stress urinary incontinence occurred. Quality of life (qol) measures showed early recovery in urinary and bowel domains by 3 months, only mild transient sexual function decline, and stable physical and mental well-being. Overall satisfaction remained high.